Event description:
It was reported that the tip of the ball handle probe was broken off during use. No fragment of the device was remained in the pt. No pt complication was reported.

Manufacturer narrative:
(B)(4). Macroscopic examination confirms approx 10mm of probe tip broken off portion of the tip is missing and not returned for analysis. Microscopic examination of the fracture revealed a quasi-brittle fracture with no indications of torsion or fatigue, suggesting failure due to bending stresses. Plastic deformation of tip suggests the direction of fracture, consistent with bend stress overload. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.